Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced ise buffer valves to resolve the issue. Beckman coulter internal identifier is case: (B)(6). Customer phone #: (B)(6).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated false high ise (ion selective electrode: chloride, potassium, sodium) results on one (1) patient sample. There was no change in patient treatment in association with this event.